Manufacturer narrative:
Date of event is estimated. This ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient has not used and/or charged the scs system in about last four years because they did not need the therapy. Manufacturer's representative met with the patient and confirmed the ipg was inoperable. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.